Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found the vacuum nozzle was dripping intermittently and the vacuum tubing was degraded. He replaced the tubing on both ise modules and ran purge, prime, and ise checks with no further issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. One example was provided of an initial result >180 mmol/l and a repeat result of 140 mmol/l. The questionable results were not reported outside of the laboratory.